Event description:
A pt underwent an outpatient procedure to have an arthroscopic subacromial decompression of their right shoulder. During the course of the surgery, the patient suffered from a severe burn injury outside the surgical field measuring 1" x 2" along the right anterior of their neck and chest area.